Manufacturer narrative:
The event occurred in the us. It was a short battery run time on the rotaflow console during patient use reported by the customer. Customer stated the system would run on battery for a short time. The customer exchanged the console with a back up system. No indication of actual or potential for harm or death has been reported. The affected rotaflow console (rfc) with s/n (B)(4) was investigated by a getinge field service technician. During the investigation the technician was able to confirm the reported failure "short battery run time". The latest battery check was in (B)(6) 2020. During the service the "txrx error" occurred upon power up. The rf (rotaflow) flow measure pcba (printed circuit board assembly) (article number 701011681) and batterypack ni-cd 24v 132wh (rfc) (article number 701017188) were replaced. Preventive the rf front panel charging status bar pcba (article number 701034016) was also replaced. The unit passed all calibration, functional and safety tests as per specifications. The failure mode "short battery run time" can be linked to the following most possible root causes according to our risk management file (dms#(B)(4). Breakdown of ac/dc line voltage (mains), (accidental) disconnection of mains (plug), power supply cannot be connected, defective or wrong fuse. The reported failure "txrx error" was already investigated by the getinge life cycle engineering and determined the root cause as a short circuit on the capacitor c2 on the rf flow measure pcba. This led to the reported error. Based on the investigation results the reported failures "short battery run time" and "txrx error" could be confirmed. A device history record (DHR) review was performed on 2021-09-27. There is no indication that manufacturing issues occurred, thus production related influences are unlikely to have contributed to the reported failure. In order to avoid reoccurrence of the reported battery failure, the sales and service unit (ssu) will be informed to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.3 / en / v14. Chapter 3.3.4: check battery capacity every 6 months, at the latest. The battery must be replaced by the authorized technical service every 2 years, at the latest. The battery must be replaced sooner if it cannot be fully charged within 8.5 hours or if the system cannot be operated with the fully charged battery. Chapter 5.6.1: before starting the application, check the points listed in "check before every use". Before each use, ensure that the batteries are fully charged. If the battery capacity is low an acoustic signal sounds on the device. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
The event occurred in the us. It was a short battery run time on the rotaflow console during patient use reported by the customer. Customer stated the system would run on battery for a short time. The customer exchanged the console with a back up system. No indication of actual or potential for harm or death has been reported. Complaint ID:(B)(4).